Event description:
After obtaining access, a retained foreign object was noted in the svc [superior vena cava]. During the procedure, it was not apparent what the foreign body was, initially it did not seem to be from equipment during the case as all ablation equipment was intact. Fluoroscopy imaging of the foreign body was saved during the procedure.  Post-procedure, the patient was interviewed regarding foreign body, and she stated that she had no other procedures done. As the foreign object appeared to be a dilator, it was hypothesized that the dilator during sheath placement must have embolized due to suspected manufacturing defect.